Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep.it was reported that the working hypothesis is the pain ipg was discharged causing the recharger to communicate with the pelvic ipg across the body was the cause.actions taken was clinician mode was activated with the patient programmer with the assistance of a pelvic health representative.the issue has been resolved the pain ipg was charged to 30% at the end of the meeting. Operating normally. Log collection was not completed as the ipg was depleted prior to the latest meeting. How ever can be collected at next meet. This has not been scheduled at this time due to patient health restrictions.the information was confirmed by physician.

Event description:
Caller responded with update that they were able to resolve the issue by initiating interstim recharge session and then they were able to start recovery mode recharge session with inceptiv ins. Issue resolved.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from manufacturer representative (rep). Rep actively coordinating with pelvic health representative to try and coordinate in person meeting. The patient has canceled on us twice due to illness. Rep will provide more information as he gathers it.

Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins was really taking care of their pain, but out of the blue they had to have an emergency abdominal surgery because of diverticulitis that developed a cyst that got infected. Pt said that they were in the hospital for several weeks and now the equipment wouldn't connect to their ins now and so they couldn't even charge the ins. Pt said that they didn't use the device since they had to charge the ins every couple days. Agent had the pt reset the recharger and then open the recharger app on the handset. Pt noted that the recharger lightwas flashing orange. Pt saw that the handset had the proper recharger serial number. Upon trying to recharge the ins, pt said that they saw service code 1708 incompatible neurostimulator. Agent understood that the pt had the wireless recharger placed over the wrong ins. Agent had the pt place the recharger over their other ins. Pt saw recharger is inactive incompatible neurostimulator service code 1708. Pt said that the device hadn't been charged in about 4 weeks. Pt insisted that they didn't mix up any of the equipment or anything. Pt noted that they charged their interstim device this morning successfully. Agent consulted with ts who suggested to confirm that the pt was using the correct recharger. Pt said that they were using wr9230 and that their other one for their interstim device was wr9220 which they were not using. The issue was not resolved. Pt said that they have an appt with mdt rep, today at 1 pm. Pt noted that rep had them call ps first as rep hadn't encountered this issue before. Agent suggested that the pt bring all of their equipment to their appt for further troubleshooting. Starting today, pt is unable to charge their ins. Caller working with pt and wr9230 shows orange light after initiating a recharge session, as well as code 1708 on handset which reflects incompatible device. The pt does have an interstim micro as well. Reviewed they were working on correct side, which caller has confirmed because he can feel different sizes of the ins's and tss also confirmed based on device showing in drs as being on right side. Had caller just use wr9230 alone to try to charge ins but they still were getting orange light after trying to initiate session. Reset the wr9230 two times but attempts at recharging still only created orange light on wr9230. Wr9230 is fully charged as well. Tss reviewed replacing wr9230. Called caller back to share that pt would only be getting a wr9230 and not a replacement dock. Caller shared at that time that they did further troubleshooting with the wr9230 and he was able to initiate a passive charging session with the ins, getting the three numbers and excellent coupling (ins was fully depleted), but then after being in this screen for about a minute, they would get kicked out to the 1708 incompatible device message again. They tried this a second time with the same result. Rep called back and noted the replacement components sent to the pt did not resolve the issue, the pt is still getting 1708 message. The caller noted when the pt received the new product, they followed the normal recharger set-up (took out of shipping mode, paired wr to the app via qr) and they did not reset the wr or do any further hardware troubleshooting. The caller states he confirmed with certainty which side each ins was on (interstim left, inceptiv right) and the caller noted the interstim is working as intended, no functionality issues. The caller reviewed that the pt's scs system had been working as intended up until a hospital visit and has subsequently been dormant since. The caller is concerned that replacement may be necessary and is asking for escalation of the case as he is unsure what steps are avaiable at this point. Agent and caller had general discussion about the possible use of a barrier between the ins and skin to the guidance provided int he previous 'too many devices' vanta fca. Agent adding a note that the rep indicated the inss are at least 8 inches apart (20 cm). Tss spoke with mdt rep. Reviewed potential interaction of wr9230 and micro interstim ins when interstim is charged but inceptiv is depleted. Handset and tablet telemetry unknown since this issue started as the ins was depleted at the time of the march 20 clinic visit. Pt did have some type of bowel surgery with cautery during recent hospital stay. Tss to discuss further with engring for further troubleshooting. Rep is going to try to arrange a clinic visit with pt later this week when we have troubleshooting established. Left vmx for rep about ideally mtg with pt to start clinician app session with micro and then try to start recharge session with inceptiv ins (with goal being to get into recovery/passive charge mode and being able to sustain this. Also reviewed that if unable to meet with pt, to start therapy app session with micro and then starting inceptiv recharge session with goal, again, being to get into a sustained recovery/passive charging session with the inceptiv ins.

Event description:
Additional information received stating sent caller an email about whether they've been able to try any of the suggested troubleshooting. Closing case for now.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative(rep). Rep responded to email we sent on asking for updating us with the date of the next appointment with the patient. Rep said yes. They will update us. Rep also said that no plans are active at the patients request due to health issues.